Event description:
The customer reported error alarms. Customer stated that she was hospitalized for high blood glucose and dka. The customer was vomiting, had flu sysptoms, and cardiac arrest. Troubleshooting was performed. The alarm history reveals multiple error alarms. Suggested customer to use manual injections until replacement pump arrives.